Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) had been ranging from 150-223 mg/dl. The customer thought that bg level was due to the dinner/dessert that was consumed and a correction bolus was delivered via the pump to address the bg. During troubleshooting with tandem technical support, an air bubble was observed in the luer lock. The customer was to change out the cartridge and infusion set.